Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected to be used in a atrial fibrillation ablation procedure. Catheter introduced just distal to the handle (where you notice catheter for the first time at the transparent shaft).operator aspirated through the sheath and lots of bubbles came through. Catheter pulled out and aspirated again. Catheter fully prepared again and flushed. Sheath was then replaced. No further issues noted with the second sheath. Procedure completed with no patient complications. The device was discarded at the facility.